Manufacturer narrative:
The serial number of the e 411 analyzer is (B)(6). No calibration influence was observed. Quality controls were within range prior to sample measurement. A general reagent or analyzer issue was not present. Isolated non-reproducible results do not represent a general malfunction of the assay. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys vitamin b12 ii on a cobas e 411 analyzer. The sample initially resulted in a vitamin b12 value of < 50.00 pg/ml with a data flag. The sample was repeated, resulting in a value of 513.0 pg/ml.

Manufacturer narrative:
A review of alarm trace data showed no relevant alarms. The investigation could not identify a product problem. The cause of the event could not be determined.